Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a right ventricular (rv) lead that exhibited intermittent capture, r-wave amplitude variation, and low pacing impedance due to lead dislodgement, confirmed by fluoroscopy. The lead was repositioned successfully on (B)(6) 2022. The patient was in stable condition.